Event description:
It was reported that the insulin pump alarmed motor error. Customer stated that the drive support cap is protruded on her insulin pump because the pump alarmed compromised forced sensor system. Customer's blood glucose reading was 176 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The insulin pump received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. No alarms noted during testing. The insulin pump had a cracked belt clip slot, cracked reservoir tube lip, minor scratches on lcd window and stained end cap sticker.